Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said the patient has been having issues charging the implant for a couple months. Caller said the recharger will connect to the implant and then it will lose connection. Caller met with a manufacturer representative (rep) more than a week ago and the rep said the device is moving around and may have flipped. Caller said it took the rep 30 mins to connect w/ the ins and the rep had to practically put the wireless recharger in the patient's armpit. Caller said the rep recommended the patient follow up with the hcp to discuss a non-rechargeable ins. Patient has an appointment w/ the healthcare provider on march 12 at 2:30. Caller was able to start and maintain a charging session during the call. Patient stopped the charging session and connected to the ins, caller saw an error message on the handset that said the implant battery was low and therapy was off. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned charging for an hour and the ins only being up to 20%.